Event description:
It was reported that two fibers were making clicking noises like broken with minimal output. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that two fibers were making clicking noises like broken with minimal output. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.